Manufacturer narrative:
H.6. Investigation summary: bd received a 20 gauge angiocath unit from lot: 9115753 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer inspected the returned unit. A CT scan was performed on the unit and it was observed that the catheter was deformed and the deformations would not be possible with the cannula inside of the catheter. It also showed that there was a rupture in the catheter near the base where one of the deformations was present. It should be noted that with the cannula inside of the catheter the observed deformations would not have been possible indicating that this defect occurred after the manufacturing process. Based off the observed deformations the engineer was unable to confirm this as a manufacturing defect. The cause was determined to be the observed deformations that caused the rupture. However, this was not a manufacturing defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that during use blood leakage occurred at connection site of catheter and adapter with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: blood leaking from the connection area of the catheter and the catheter adapter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use blood leakage occurred at connection site of catheter and adapter with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leaking from the connection area of the catheter and the catheter adapter.